Manufacturer narrative:
Complaint conclusion: as reported via the sapphire registry, a patient experienced an ischemic stroke during the carotid index procedure requiring emergency cea surgery. Pre-procedure nih stroke scale was 0, stroke scale was 1 and the patient was asymptomatic. The score of 1 on her baseline nihss is due to slight facial palsy due to bell¿s palsy (not related to the stenosis). At the time of the index procedure, angiography revealed 90% stenosis to the left ostium internal carotid artery. The lesion was described as 20mm in length and severely calcified. The reference vessel was severely tortuous. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There were no air bubbles present during the procedure. No debris present in the filter basket. During the index procedure the patient experienced aphasia, dysarthria, reflex change, right hemiparesis, right hemineglect and right hemiataxia. The sudden symptoms occurred well before the angioguard and stent deployment. However, they could not determine whether or not she had truly had a stroke until she was fully awake. Therefore, they are reporting the onset of the stroke as (B)(6) 2013 but the event occurred on (B)(6) 2013. The patient required emergency cea surgery and the symptoms are improving but not resolved. The patient will be getting discharged to inpatient rehabilitation. Per the investigator, the event was related to the index procedure and not related to the cordis devices. Based on the study cec study adjudication minutes, during the procedure, the patient incurred thromboembolic event likely from catheter disruption of plaque at the aortic arch while selecting the lcca. It was difficult to get the stenting system to the lica, and therefore, by the time the cerebral angiography was performed, there might have been as much as 45 minutes to an hour between the event and recognition of thrombus in the left mca and aca. Thrombectomy was immediately performed successfully; however, apparently the patient had limited collaterals and did not tolerate this well. Despite fairly rapid thrombectomy of left mca and left aca thrombus with apparent complete recanalization, the patient had major deficits, including global aphasia, right upper extremity plegia, and right lower extremity paresis. The patient¿s medical history includes hyperlipidemia, copd, smoking and hypertension. The device remains implanted therefore it is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Embolic stroke is a well-documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported via the (B)(6) registry, a patient experienced an ischemic stroke during the carotid index procedure requiring emergency cea surgery. Pre-procedure nih stroke scale was 0, stroke scale was 1 and the patient was asymptomatic. The score of 1 on her baseline nihss is due to slight facial palsy due to bell¿s palsy (not related to the stenosis). At the time of the index procedure, angiography revealed 90% stenosis to the left ostium internal carotid artery. The lesion was described as 20mm in length and severely calcified. The reference vessel was severely tortuous. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There were no air bubbles present during the procedure. No debris present in the filter basket. During the index procedure the patient experienced aphasia, dysarthria, reflex change, right hemiparesis, right hemineglect and right hemiataxia. The sudden symptoms occurred well before the angioguard and stent deployment. However, they could not determine whether or not she had truly had a stroke until she was fully awake. Therefore, they are reporting the onset of the stroke as (B)(6) 2013 but the event occurred on (B)(6) 2013. The patient required emergency cea surgery and the symptoms are improving but not resolved. The patient will be getting discharged to inpatient rehabilitation. Per the investigator, the event was related to the index procedure and not related to the cordis devices. Additional information received indicated that there is no association between the patient¿s stroke and the sapphire devices.

Manufacturer narrative:
Additional information received. Based on the study cec study adjudication minutes, during the procedure, the patient incurred thromboembolic event likely from catheter disruption of plaque at the aortic arch while selecting the lcca. It was difficult to get the stenting system to the lica, and therefore, by the time the cerebral angiography was performed, there might have been as much as 45 minutes to an hour between the event and recognition of thrombus in the left mca and aca. Thrombectomy was immediately performed successfully, however, apparently the patient had limited collaterals and did not tolerate this well. Despite fairly rapid thrombectomy of left mca and left aca thrombus with apparent complete recanalization, the patient had major deficits, including global aphasia, right upper extremity plegia, and right lower extremity paresis. Additional information will be submitted within 30 days of receipt.